Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 23-oct-2019 with the following findings: a visual inspection of the pump revealed the battery compartment was cracked. The battery cap was not returned with the pump. A test batter cap was able to fit securely to maintain an electrical connection. Using the test cap, the pump powered on and was exercised for 12 hours with no power interruptions occurring. The complaint of a power issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. .

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power after the pump was dropped. It was noted there was a crack in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.